Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the field work visit it was noticed that the expiration date on the product foil is 08-2022 and an additional sticker pasted on the foil to read the expiry as 02-2022. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how was the product purchased? Ans: it was purchased from a sub dealer { venkatesh distributor aurangabad}. Is there an indication of how the product was distributed? : ans: it was distributed as pack box when billed. Is there any indication of the source? Ans: not available. Based on the packaging, is there any indication of which market the original genuine product may have come from? Ans: product manufactured in johnson & johnson med ltd, livingston UK import date 2017. (As mentioned on the pack), was the device used on a patient? If so, was there any patient consequence? Ans: yes 3 foils were used on patient till date their were no consequences on patient as reported by the surgical and hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please kindly confirm: why / how / where the additional labeling sticker was placed on the product? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via 2210968-2022-03105, 2210968-2022-03108, 2210968-2022-03109, 2210968-2022-03110, 2210968-2022-03112.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/24/2022 additional information: d9, h3, h6 h6 component code: g07002 no device problem found h6 component code: c22 - photo analysis additional information was requested, the following was obtained: please kindly confirm: why / how / where the additional labeling sticker was placed on the product? Ans "we are not aware about why and how the sticker of the expiry date was pasted on the foil h3 investigational summary: two packets of product code w3204 were returned in ethicon for evaluation. Visual inspection evaluation was conducted on the returned samples. Upon visual inspection of the returned packets, a sticker was found pasted on the foil. According to our system the correct expiration date is printed on the packaging and no non-conformances were identified. The product was manufactured on 9/5/2019 and the expiration date was 8/31/2021. The samples received were observed to be according to the process specifications and the product was manufactured by ethicon, the counterfeit could not be confirmed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary - photo analysis: a visual analysis of the received image was performed and an aluminum foil with product code w3204 from ethicon was observed for evaluation. The correct expiration date is printed on the packaging exp. Date aug/31/2022. It was observed that the packaging and the samples observed in the images were in accordance with the specifications of the process and the products were manufactured by ethicon, the counterfeit could not be confirmed. The over labeling is not part of the product. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via 2210968-2022-03104, 2210968-2022-03105, 2210968-2022-03108, 2210968-2022-03109, 2210968-2022-03110, 2210968-2022-03112